Event description:
The lesions treated were in proximal lad & the mid lad. One endeavor drug-eluting stent (MFR report # 2953200-2008-00857) was successfully implanted to the proximal lad and one endeavor drug-eluting stent (MFR report# 2953200-2008-00858) was successfully implanted to the mid lad. Pt was asymptomatic at 30 day, 6 month, and 12 month f/u. A sudden death is reported to have occurred twenty-one months post stent implant, due to heart failure. No autopsy report is available. Investigator indicated that pt death was unrelated to the endeavor drug-eluting stent. Please note that this device (en30012x) is not distributed in the united states.

Manufacturer narrative:
Results: death.